Event description:
The account alleged the right head siderail will not latch due to missing hardware on the siderail.

Manufacturer narrative:
The account replaced the guide for the gas spring e-clip. One end of the gas spring was not attached and preventing the rail from going up so it would not latch.